Event description:
The customer reported that the iabp catheter was inserted on (B)(6) 2015 at around 11:30 am as the patient had suffered acute pulmonary edema following acute inferolateral mi. The patient subsequently underwent emergency surgery. The iabp console continually raised the alarm message, "rapid gas loss" with loss of augmentation. This had been taking place right after insertion of the balloon. Postoperatively this continued and the alarm would be suspended and iabp would function for 5-8 minutes until the same cycle repeated itself. Hence the customer had no choice but to remove the previously inserted catheter, at great risk to the patient and reinsert a new one on the morning of (B)(6) 2015. Only on removing the previous catheter, did they note that the helium port was broken at its point of bifurcation from the arterial port. The catheter was replaced as described above and defective catheter was preserved as evidence. This event occurred while the iabp was being used on a patient. The patient died. The patient death was attributed to the device.

Manufacturer narrative:
Datascope is following up with the customer for evaluation results. If more information become available, a supplemental will be forwarded. Internal complaint number: (B)(4).